Event description:
It was reported that there was a malfunction resulting in a agent delivery below 20% from setting during a case. There was no patient injury.

Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: customer contact reports no patient information available. Block h4: date of device manufacture year is 2008. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.